Manufacturer narrative:
(B)(4). Additional information received: procedure name: cesarean section.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/24/2020 additional information: d10 h3 evaluation: an empty labeled winding former and a detached needle was received for analysis. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected, no suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records could not be reviewed as the batch number is unknown per the sample condition, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle easily while closing the surgical wound on the fascia. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.